Event description:
Info received indicated that the siderail would not latch.

Manufacturer narrative:
The hill-rom technician found that latch spring was jammed. He replaced the spring to resolve the issue.